Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 2 manual power ups on the (B)(6) 2007. The longest of which lasts 47 minutes duration. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. Investigation found the fault can be attributed to a faulty coin cell. The depleted co8in cell would account the internal clock failing to increment and the lack of green status led resulting in the real time clock failure. The functionality of the circuit is tested before leaving heartsine therefore it is concluded the component failed after dispatch. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.